Manufacturer narrative:
G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported that unit is showing tf 316 blower failure. There was no patient involvement reported.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. The reported alarm was confirmed on the device log files. An examination of the blower test data revealed a blower rpm of 0, indicating that the blower is inoperative. Technical support advised the customer that the blower requires replacement to resolve the reported malfunction.